Event description:
It was reported that the table locks were not actuating when the foot pedal was released, causing the tabletop unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury, if a patient or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that the flag in the pedal assembly was not aligned properly relative to the opto-coupler, simulating a constant float command. The fe adjusted the flag and verified that the table locks were performing according to specifications.